Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported that they received a non recoverable fault on the system. It was verified the system was ready for use prior to the procedure. The system was restarted and a message indicating the patient side cart (psc) is not connected to the vision side cart (vsc), and the psc power button was flashing blue. Technical support engineer (tse) recommended customer perform a hard reboot, after the reboot the issue continued. A new blue fiber cable was utilized and cleaning the blue fiber cable. After verifying the cable is fully secured on both ends, trying a new wall outlet with the power cord but the issue remains. Tse could verify the psc wasn't connected to the vsc and it wasn't showing a blue fiber cable connected to any of the vsc ports. Tse could see the surgeon side console (ssc) was connected to port 2 and the video processor (vp) was connected to port 4. The staff plugged the psc into port 1 and port 3 on the vsc and the issue continued. Another hard reboot was attempted on all 3 components but with no change. At this time the staff moved the patient to another room, and completed the procedure with a different psc. There was no reported injury to the patient however, due to the patient requiring to be transferred mid-procedure to a secondary operating room there was an increased risk of infection. The procedure was also delayed 90 minutes due to troubleshooting, also contributing to increased infection risk.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical inc. (Isi) received the system power management (spm) associated with this complaint. Failure analysis confirmed the reported event. Connected the spm into our xi test system. At first the patient side cart (psc) would not turn on right away. There was a slight delay but eventually powered on. The system threw error. This means one of the msc interfaces timed out. The psc led power button was blinking blue color. This unit will need to be upgraded from a -10 to a -11 by replacing the spml board (pn# 354460-04). The spmp (pn# 354450-05) will be replaced as a precaution. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following possible related system errors: a comm link was down. Field service engineer (fse) tried replacing the universal power distributor (upd) and battery management system (bms), but the issue was not resolved. After pressing the psc power button, it remains amber but the led power indication ring surrounding the power button was circling blue and the psc will not power up. Fse then replaced the system power management (spm), which resolved the issue. System has been verified and ready for use.